Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 62-year-old male patient in cardiac arrest, after delivering the selected energy, the anterior electrode pad sparked and popped. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d4 (model#, lot#, and expiration date). Zoll medical corporation evaluated the device and the electrodes. The device performed to specification. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. The electrodes were scrapped and a replacement set was sent to the customer. Review of the activity logs showed 8 shocks total. The first shock was delivered without issues. The second shock was higher than expected for a patient and is a significant jump from the first delivery. Soon after the shock, the device recorded "pads off" and "pads on," indicating that the pads were adjusted and reapplied. The remaining 6 shocks recorded approximately 65 ohms for the patient impedance each time. This is an indication of poor coupling during the second shock. The photo provided by the customer of the patient showed visible body hair at the pad placement site indicated inadequate skin preparation prior to pad application. The instructions for use (IFU) for pro-padz biphasic warn that factors such as poor adhesion, air pockets, or excessive hair can increase the risk of arcing and skin burns. The IFU emphasizes proper skin preparation prior to pad placement. Analysis of reports of this type has not identified an increase in trend.